Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of general malaise and near syncope. Upon interrogation the pacemaker was found to have no pacing output. It was noted that the patient had an escape rate of 30 beats per minute. Further review of the device data found the pacemaker had reached elective replacement near (ern) five months earlier. The patient was transferred to another hospital via ambulance where an urgent device replacement procedure was performed. The pacemaker was explanted for loss of pacing output prior to reaching end of life (eol). A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker was noted to have normal telemetry. The pacemaker was unable to telemeter when heated and was also noted to have no pacing output. The device case was opened to facilitate inspection of the internal components. The battery was removed from the device to isolate the hybrid circuity. Measurements of the hybrid were in the normal ranges. Analysis confirmed the battery in this device was exhibiting a product performance issue. Testing confirmed that the battery had depleted earlier than expected.